Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted due to failed defibrillation threshold (dft) tests during implant. The patient received four shocks through the device and six externally. The last external shock did successfully convert the rhythm. Fluoroscopy was performed and confirmed the system was located in a good place. Impedances measured 83 ohms. Additionally, there was observations of high thresholds. This system is expected to be returned for product analysis. The physician did elect to implant an implantable cardioverter defibrillator (ICD) system in which it was successful. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted due to failed defibrillation threshold (dft) tests during implant. The patient received four shocks through the device and six externally. The last external shock did successfully convert the rhythm. Fluoroscopy was performed and confirmed the system was located in a good place. Impedances measured 83 ohms. Additionally, there was observations of high thresholds. This system is expected to be returned for product analysis. The physician did elect to implant an implantable cardioverter defibrillator (ICD) system in which it was successful. No additional adverse patient effects were reported.